Event description:
It was reported that a patient found a minicap with a dry sponge. The patient did not use the cap. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 47 of 60.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.